Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumers regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 one consumer reported that the patient¿s wbc (white blood count) was low and he was having problems. They wanted to know if the patient¿s body could be rejecting the pump with regards to when this started, the reporter stated that the patient had the pump placed not too long ago and the reporter thought it had been since then, but wasn¿t sure. On (B)(6) 2017 another consumer reported that the healthcare professional (hcp) said that the morphine in the old pump could have been contaminated and that they should have ordered new medication at the time the pump was replaced in (B)(6) due to longevity, but they didn¿t order new medication they used the medication from the pump that was removed. This reporter had been reading online that a low wbc could can be related to issues with the pump and wanted to make sure she wasn¿t missing anything else since the patient had recently been newly diagnosed with aml leukemia/cancer and they wanted to start doing treatment on the patient as soon as possible. The patient had gone in for routine blood work and the hcp said that the patient had a low blood cell count and that the patient needed to be admitted immediately and they reran the blood work and the low wbc results came back the same. The patient had been hospitalized since (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.